Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08347. It was reported the patient was experiencing auto-reducing and invalid impedances from his scs system. An sjm representative met with the patient for reprogramming but was unable to provide effective stimulation coverage. Additional information received identified the patient's scs leads were explanted and replaced on (B)(6) 2014. The patient reportedly has effective stimulation post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.